Manufacturer narrative:
Photo provided shows company device. The plunger has been fully advanced outside the nozzle tip and is advanced under the lens. The lens is advanced at the nozzle entry. Based on our observation of the attached photo, plunger has passed under the lens. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A secretary reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the intraocular lens delivery system was inserted into the patient's eye. When pressing disengage, iol did not follow the path. It got stuck inside the system and only the blue part slipped. There was patient contact observed. Surgery was completed with another iol on the same day. There was no patient harm and patient was not hospitalized as a result of this event.